Event description:
Surgeon reports a pt developed endophthalmitis after lens implantation. He reports 2 procedures on the same day and the only difference was the lens used. The pt has been treated with antibiotics and a vitrectomy. Outcome is unk.